Event description:
It was reported that in 2003 the doctor noted outer wall compromise of a vascular access graft placed in a loop configuration in the left thigh during a revision. When the doctor went into the counter-incision he noted the outer wall of the graft was disintegrated and he could see the rings. He also stated that the walls of the graft were seperating at the arterial anastomosis.